Manufacturer narrative:
The touchscreen assembly was returned for failure evaluation. Customer complaint verified. Resistances connected to pin 1 were all open. Root cause is physical damage to the flex circuit.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
It was reported to philips that the device had a touchscreen failure while in use on a patient. The device was use at the time of the event. There was no report of patient or user harm. The device was confirmed to have kept ventilating at the time of the event, however the device was replaced with another v60. There was neither a delay in patient therapy nor other medical intervention reported other than the ventilator swap. The sale representative brought back the device to the sales office and performed an operational check and stated that the issue was not resolved by calibrating the touchscreen. A philips service technician replaced the touchscreen to resolve the issue. The device successfully passed all required testing, and remains at the customer site.